Event description:
The customer reported a broken handle on the glidescope gvl 4 video laryngoscope. No patient impact was reported, and no further information was provided.

Manufacturer narrative:
The glidescope had been in use for 2.2 years, and the customer was provided with a replacement, but has not returned the device for evaluation.